Event description:
Philips received a complaint from the customer indicating that the v60 device's cart was unstable. The caster was unable to be fully screwed back in. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The remote service engineer (rse) provided the customer with the part number for a stand to order and replace.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response has been received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.